Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred nineteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d4, d9, h3, h4 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and adapter caps attached. The fibers were wet. During gross visual examination, a kinked and looped fiber was observed on the non-cavity ID end at approximately 190°, with the dialysate ports at 0°. After disassembly of the dialyzer, it was noted that the ends of the kinked and looped fiber were potted on the same side; however, the looped fiber looped back down into the housing on one end. The exposed end of the fiber measured 2.5 inches from the potting surface. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as looped fibers and potted fiber fragments are known to impact the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred nineteen minutes after the start of a patient's hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient's blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred nineteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.